Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical scrub tech reported that during vitrectomy surgery, the cutter was working intermittently. A new pak containing a new cutter was used to complete the case. There was no harm to the patient.